Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required an emergency room visit due to pain. The patient felt intense pain in her vagina while sitting at workstation and was taken to the emergency room. She reports she is not able to work due to pain while sitting, not able to drive due to pain, has chronic pain with walking, burning in vagina, dyspareunia, takes neuropathic medication twice daily, and takes anti-depressants. She has two follow up appointments, one at the pain center and another for pelvic infiltration.

Manufacturer narrative:
A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. The aris referenced in b5 is captured under a separate manufacturing report number.

Event description:
The patient had two types pf prosthesis [restorelle and aris]. Additional information was provided to coloplast, though not verified: immediately post restorelle and aris placement, the patient had favorable postoperative follow-up. Since the implant, the patient reportedly has also experienced abdominal and pelvic pain during sexual intercourse, difficulties with walking (moving in a wheelchair) and prolonged sitting; constipation; recurrent urinary tract infections; suicidal ideation; vagal discomfort and dysuria. The patient also reported that the slings were too tight (left side) causing the pain. An ultrasound of the aris reported asymmetrical positioning in an axial plane with a tight appearance on the left. Urethral erosion could not be formally eliminated. An explant procedure was performed on (B)(6) 2023.

Manufacturer narrative:
According to the available information the patient was implanted with restorelle and reports various adverse events (aes). The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of various aes, quality accepts the patient's observations excluding sleep apnea, hypothyroidism, suicidal ideation, and ambulatory difficulties. The clinical team assessed the below reported harms and determined they are not related to the product (patient's medical history) or there is no clinical studies/literature to support a specific causal relationship between restorelle and this event. Sleep apnea and hypothyroidism is not listed in restorelle risk documentation and is not a labeled ae in the restorelle IFU as they were determined not to be related to restorelle. They are considered part of the patient's medical history. Suicidal ideation is not listed in the restorelle risk documentation and is not a labeled ae in the restorelle IFU. There are no clinical studies or literature to support a specific causal relationship between restorelle and this event. Suicidal ideation is not a foreseeable harm for restorelle; however, may be considered a potential cascading effect of the procedure and implant. Ambulatory difficulties is not listed in the restorelle risk documentation and is not a labeled ae in the restorelle IFU. There are no clinical studies or literature to support a specific causal relationship between restorelle and this event. Ambulatory difficulties is not a foreseeable harm for restorelle. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.